Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: improper component placement, occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and bilateral iliac artery aneurysms using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis, and non-gore stent graft. After deploying an iliac branch component from the left common iliac artery towards the left external iliac artery, two internal iliac components were implanted to the left internal iliac artery. Then, a trunk - ipsilateral leg endoprosthesis was deployed below lower renal artery and landed to the right external iliac artery. The trunk - ipsilateral leg endoprosthesis and the iliac branch component were bridged by a non- gore stent graft (endurant ii, medtronic). After balloon touch-ups were performed, the final angiography revealed the decreased blood flow of the left internal iliac artery. Another angiography around the area confirmed the occlusion of the ostium of the left internal iliac artery. The physician tried to cannulate the vessel to secure the blood flow, which was unsuccessful. The retrograde flow was confirmed at the superior and inferior gluteal arteries; therefore, no further treatment was performed. The patient tolerated the procedure and is being monitored. The reason for occlusion remains unknown. According to the physician, the patient¿s left internal iliac artery was not healthy but had enough lumen for stent graft placement. On (B)(6) 2024, a follow-up CT exam was performed. It was reported that the left internal iliac artery was completely occluded. According to the physician, the bridging non-gore stent graft looked to have landed slightly into the left external iliac artery, covering the ostium of the left internal iliac artery. The physician also suspected that the improper placement of the iliac branch component could have contributed to the decreased blood flow and occlusion of the left internal iliac artery. Reportedly, during the delivery of the iliac branch component, the physician twisted the catheter, and the contralateral gate was deployed unintentionally facing to ventral side. The physician considered this misplacement could have narrowed the ostium of the left internal iliac artery, contributing to the event.